Event description:
On 20-jan-2026, it was reported by a sales representative via sems (B)(4) that an ar-6480 pump is having a pressure issue. This occurred during use in a case with no patient effect. Pressure performance verification was good until about 86 pressure reading. Started reading higher than spec. There was no extravasation or delay to the case. The pump was used to complete the procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.